Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. During a home visit on (B)(6) 2021, the nurse detected that the patient's peg tube was not mobilizing properly. The patient reported a discharge of serosanguineous exudate from time to time, irritated peristomal, but no pain. The patient was assessed by a neurologist on (B)(6) 2021 and a culture of the exudate was completed. On (B)(6) 2022, the patient's neurologist reported that the patient underwent a procedure for the replacement of the peg/j tubes and that a buried bumper was observed. The neurologist had made the change of tubes but the buried bumper could not be taken out mechanically as it was embedded in the abdominal wall. The patient underwent a new gastrostomy site with new tubing. The results of the stoma sample taken showed klebsiella and (B)(6) infections. The patient was prescribed the oral antibiotic levofloxacin for the stoma infection(s).

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.